Event description:
It was reported that a pt was on a posey disposable sensor pad with a sitter ii fall monitor in a low flow air bed in the facility. When the pt attempted to get out of the bed, the alarm didn't go off and the pt fell. No injury occurred. The reporter stated that the pt is very light weight and questioned using this device on a low-flow air mattress. Since it is unk as to which product caused the failure, MFR report # 202362-2008-00015 is being submitted for the sitter select alarm unit. Posey makes no recommendations as to the type of mattress that should be used with this sensor. It is recommended that the user test the sensor prior to use with a pt.